Manufacturer narrative:
The field service engineer (fse) observed the instrument power supply fuse was burned out. The fse replaced the power supply and the fuse but the instrument did not turn on. The fse discovered the main analyzer board was slightly melted at connection r-316 where the board had shorted out. The fse replaced the main card and the instrument performed without any visible smoke or burnt odor. Service activity performed was verified to meet the specified requirements per established procedures. The instrument conformed to the manufacturer's published specifications and was returned to normal operation. Main card. (B)(4).

Event description:
The customer reported smoke emitted from the coulter act diff 12 analyzer during system startup. There was no fire or sparks. The laboratory was not evacuated, and the fire department was not requested. There was no operator injury or adverse effect associated with this event. No erroneous patient results were generated. There was no patient impact. A beckman coulter field service engineer (fse) was dispatched to evaluate the instrument.